Event description:
A bronchoscope procedure began. The doctor employed the argon beam at 40w with 1 slpm. The doctor seemed to be activating close to the tissue and sometimes touching when being used. Around two biopsies were taken and then more argon beam was used. However, sudden bleeding started, at this point adrenalin was administered and the bleeding stopped. Another two biopsies were taken, then the doctor was debating whether to use more argon beam. At this point he decided to proceed, however, when he activated the argon beam he seemed to be touching the tissue and then sudden bleeding occurred. From this point on other doctors and nurses were called in to try and stabilize but the pt passed away after around fifteen to twenty minutes of intense work by the staff.